Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead it was not possible to extract the helix. The lead helix was rotated counterclockwise and after thirty rotations the helix was still not extended. The physician wanted to know if the helix was broken, and thus did not use the lead. A new lead was implanted. No adverse patient effects were reported. The lead will be returned.